Event description:
A journal article was reviewed which contained information regarding leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article indicated that the failure modes were noted as: lead abrasions, infections, lead-dependent endocarditis. The leads were extracted. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. The gender of the baseline characteristics is male and the baseline age is (B)(6). Possible models could include the sprint/sprint fidelis/sprint quattro/capsure. Multiple manufactures were referenced in the article. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patients; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: mutual abrasion of endocardial leads: analysis of explanted leads. Pace pacing and clinical electrophysiology,. 2013;36(12):1503-1511. (B)(4).